Manufacturer narrative:
(B)(4). Investigation summary: the analysis results showed that one gst60g reload was received unfired, with the pan partially dislodged from the left side. In addition 8 double drivers and 1 single driver were missing. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.,it was reported that: packaging device issue. Three photos were provided; the three pictures shows a green reload. The pan of the reload can be seen partially detached from the left side, distal end. The batch number: r59w0t can be seen on the reload. Based on the condition of the pan noted on the picture, the event describe is confirmed. Please refer to the device analysis for full analysis details and conclusion. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, opened the packing(before use on the patient), noted the reload's pan was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.